Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 27. Primary stability not achieved. On (B)(6) 2018, loss of osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.